Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Cp with smartassist instructions for use for the related event are as follows: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopath was implanted with an impella cp device for mechanical circulatory support. While on support, the impella had been increasing in purge pressure for about eight (8) hours, and since there has been no change after various measures, the impella would be replaced. The patient was found to be positive for a multidrug-resistant bacteria that had been detected at the insertion site, and that the pump would be replaced from the other side.